Event description:
It was reported that the device, while connected to a patient, stopped ventilating in automatic mode and ventilation in manual mode wasn't possible either. Alarms were generated. There was no patient harm reported. (B)(4).

Manufacturer narrative:
The local company representative investigated the anesthesia workstation at the hospital. The reported fault could not be reproduced, the logs from the device indicate a pressure sensor error at the time of the event. Several pc boards were replaced as per recommendations in the service manual. The replaced pc boards are (B)(4) (fresh gas, inspiratory and expiratory pressure transducer boards), pc (B)(4) (expiratory channel), (B)(4) (expiratory channel connector) and (B)(4) (monitoring). The device logs were saved and sent for evaluation. The anesthesia workstation was fully tested and returned to service. The returned pc boards was inspected and simulated use tested in a laboratory environment. The reported experience could not be reproduced. All returned parts works without deviations. The device logs contains several alarms indicating a leakage in connection to the reported event resulting in decrease in pressure and flow. The location of the leakage has not been determined. We have not been able to establish the cause of the generated alarm for pressure sensor error.

Event description:
(B)(4)

Manufacturer narrative:
A supplemental medwatch report will be provided when the investigation is finished.